Event description:
The field service center reported, the ventilator turbine would not rotate and repeated post. It is unk if the ventilator alarmed or if it was connected to a patient when the reported problem occurred.

Manufacturer narrative:
Na